Event description:
Customer has reported a no delivery alarm. Customer's blood glucose at the time of call was 246 mg/dl, but she also report of having blood glucose of 500 mg/dl, which was treated with manual injection. After troubleshooting, customer was advised that insulin pump was working as designed. Customer was upset as she states she needs her insulin pump replaced as she states hers is old and not working properly. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected excessive no delivery alarm noted. The device was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.